Manufacturer narrative:
This report is based on information provided by philips authorized service personnel (asp) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl defibrillator indicating that the device was unable to start. Remote support from the customer care solution center was received, during which it was determined that this was a malfunction of the battery. The customer replaced the battery to resolve the reported issue. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the battery. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. A review of the risk management file was performed, and the potential severity of s3 has been identified in the risk document. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The customer replaced the battery to resolve the reported issue. The investigation concludes that no further action is required at this time. According to service bulletin sb86100166d, the m4735a heart/start xl portable defibrillator/monitor was discontinued on 31-december-2013. All options associated with this defibrillator were discontinued as of 31-december-2013. The end of support date for the device is 31-december-2018. If additional information is received the complaint file will be reopened.

Event description:
It has been reported to philips that the device will not turn on. There is no patient involvement.